Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The stent dislodgement and stent damage were confirmed. The difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties to be related to user technique. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5 x 38 mm xience alpine stent delivery system was prepared for use. The stylet and sheath were difficult to remove. The stylet was able to be removed; however, force was applied to remove the sheath. Upon removal of the sheath, it was noted that the stent dislodged with the sheath. The stent was noted to be crushed and the device was not used. There was no patient involvement. There was no adverse patient effect or clinically significant delay. A second same device was used without issue. No additional information was provided.